Manufacturer narrative:
Date rec¿d by MFR updated.

Manufacturer narrative:
(B)(6). The date of event is unknown at this time. The publication date of the book will be used as date of event.

Event description:
It was report in the autobiography "can't hurt me: master your mind and defy the odds" that the patient received a gore® helex® septal occluder to close an atrial septal defect. It was reported following the device implant the patient experienced atrial fibrillation. It was further reported the patch had failed or was insufficient to cover the defect. The patient had a re-intervention to successfully close the atrial septal defect.